Event description:
Patient reaction with 1st use, not preprocessed dialyzer. Three minutes into treatment, patient had severe cramping in back. System and blood were discarded. Patient switched to competitor dialyzer.